Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump has normal operating currents and no unexpected failed battery alarm during our testing noted. The insulin passed pump rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error, off no power, and failed battery and that the customer had been changing the batteries every day. The blood glucose reading was 169 mg/dl. The insulin pump had not been exposed to a strong magnetic field. The customer stated that the insulin pump may have been bumped a week prior on a hard surface. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.